Manufacturer narrative:
The insulin pump was received with blank display due to corrosion found on electronics. Analysis was unable to verify failed battery test alarm due to blank display. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display after changing the battery. The customer reported that they received a failed battery test prior to blank display. The customer's blood glucose was over 80 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer stated that they changed the battery but the insulin pump will not power up. The customer was advised to clean the battery cap with cotton swab with alcohol. The customer stated that the display returned. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.